Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that during a splenectomy, an end tone, indicating a complete seal cycle was provided by the generator in use. The surgeon noticed that some oozing of less than 200cc occurred. The oozing was controlled using an electro-cautery device. There was no patient injury.